Event description:
Information was received from a patient receiving intrathecal unknown dug via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. It was reported that the reason for the call was the patient stated they stopped using the pump several years ago because they got tired of it. The patient stated the pump was still a big bulge in their side and they knew there was a tube with a needle stuck in their back. The patient also mentioned the pump alarm was beeping. The patient said the alarm was driving them nuts. The patient stated they contacted their previous doctor who said they would not be able to help them. The agent reviewed how to have the alarm silenced by a medtronic representative. The patient stated they had been hearing the alarm for a couple years now and stated they had a couple different kinds of medication in the pump but did not remember what they were. Additional information was received from a consumer (con) stated that the pump used to alarm once a month and ¿now it's sounding every 2-3 minutes like a construction truck backing up.¿ the patient stated that had has a doctor's appointment ¿today¿ and wanted a medtronic rep to be there to silence the alarm. The patient services (pss) provided the phone number for the national answering service (nas) for the hcp to call. Additional information was from a consumer (con) via a company representative (rep) stated that the pump has been alarming for the past couple of weeks. The records showed the pump was at the end of service (eos) in 2013 and the patient did not have the pump replaced or removed. The company representative (rep) tried to permanently shut the pump off with the tablet but unsuccessful. Discussed with the rep to try 8840 programmer and discussed pump specifications post eos. No symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction was made to the aware date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.